Manufacturer narrative:
Lawyer-filed report.

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced pain, infection, urinary problems, bowel problems, recurrence, bleeding, and dyspareunia. It was also reported that the plaintiff died. The cause of death was not reported. Related to manufacturer report #2183959-2014-23575, 16476.